Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while preparing for an implant procedure it was found that the catheter did not allow the lead to pass completely through and high pressure was noted in the last few centimeters. The catheter was replaced. The lead was implanted successfully with a new catheter. No patient complications have been reported as a result of this event.